Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they issue with 2 sensor which did not stick correctly to the skin they fell off pretty quickly as well as 3rd sensor did not have an electrode at all, probably it was retracted with the insertion needle. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will not be return for the analysis.